Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) of the left anterior descending artery (lad) and left circumflex (lcx) and was referred for vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.75mm, de novo target lesion was located in the mildly calcified and mildly tortuous lad. Following predilatation, a 2.75x28mm promus element plus stent was advanced to the target lesion and was deployed at nominal pressure. Following stent deployment, a distal edge dissection was noted. A 20x2.75mm promus premier select was deployed to cover the dissection. It was noted that a plasty of the lcx was also performed with a 12x3.00mm promus element plus stent and was completed successfully. The procedure was completed. No further patient complications were reported and the patient status was stable, responding well to the medicines.